Event description:
It was reported that the patient presented to the ER with palpitations. A feature of the device likely caused signs and symptons of palpitations due the increase in feature, the "flywheel rate." Technical services recommended turning the feature off. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.since no device ID was provided, it is unknown if this event has been previously reported.